Manufacturer narrative:
Upon further evaluation, service was unable to duplicate or confirm the customer¿s reported error code 200 ref 11 during testing; however, the fault log history showed error code 200 ref 11 eight times, error code 200 ref 54 one time, and error code 200 ref 53 one time. Service found both handles were cracked, requiring replacement of the front panel. The top of the case on the back was deformed, dirty and had several scratches. The bottom case was dented on the back. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that after firing multiple times, the generator displayed error code 200 ref 11 (internal failure) on the console. The issue occurred during reprocessing. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the output of the thermionic voltage threshold was low, 114 volts (direct current), due to a faulty socket circuit board. This report is being submitted for the malfunction found by service during the device evaluation [low voltage].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was reported that a pksp generator was giving internal error 200 ref 11. The generator was then returned to the olympus service center for further evaluation. The service technician performed an evaluation on this device. The issue with the error code 200 ref 11 popping up was unable to be duplicated. The fault log showed this error code eight times. However, the cause of it was unable to be duplicated or confirmed. The unit was inspected and tested. The handles on the unit were cracked, the top case and bottom case were dirty and had scratches and dents. Testing found that the output of thermionic voltage threshold was low, this was due to a faulty socket select board. After using a test board, the unit passed all other functional tests. The software was up to date. The fault log showed error code 200 ref 11 eight times, 200 ref 54 one time and 200 ref 53 one time. A DHR review was performed for this device and there were no abnormalities found. Because of this it is likely that the issues reported in this complaint were not from the manufacturing process of this device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty socket circuit board could not be determined. Olympus will continue to monitor field performance for this device.